Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured which within max crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a break at approximately 160 mm distal to the distal end of the strain relief. There were multiple hypotube kinks noted. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-may-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). After a guidewire cross the lesion, pre-dilation was performed. Subsequently, a 2.50 x 16 mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to high angulation. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.